Event description:
A trilogy evo o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, upon performing a functional check, an "inspection of the respirator is required" alarm was sounding. A critical ventilator inoperative error code (pressure sensor failure) was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. Routine maintenance 1 was performed. To prevent abnormalities, the following parts were replaced: routine maintenance replacement parts: air inlet foam filter, particle filter. Final test, battery check, valve check, running test, and cleaning were conducted, and normal operation was confirmed. Software version 1.06.10.00 was confirmed.